Event description:
It was reported by service report that the bed is stuck in the up position. There was pt involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Result: limits.